Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h4; h6; h10. (Lot 6104980) visual evaluation of the returned product confirmed there is white debris inside the sterile packaging which is visually consistent with the appearance of foam debris from the foam packaging. A device history review is not required for not reportable, severity 1 events. Medical records were not provided. The root cause of the reported event can be attributed to transit damage and a packaging design issue. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that two stems were opened during surgery and appeared not sterile. There was a hole in the bag and one also had foam debris around the stem. Stems did not enter sterile field. There was no patient involvement. It was reported that no further information is available.